Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of error b40 was confirmed due to faulty main board. The device evaluation also found the wire was corroded. The receptacle was loose, and there was corrosion on the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that error b40 came in the video system center during preparation for a diagnostic endoscopy procedure. The procedure was completed using the same set of equipment without delay. There was no impact on the patient.